Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient presented with per subtrochanteric fracture was implanted with long pfna nail construct on (B)(6) 2009. Patient requested the hardware to be removed two years post-operative. Patient was returned to the or on (B)(6) 2011 for removal of hardware. During the removal procedure, it was not possible to remove the pfna blade. After having inserted the guide wire and blade removal wrench into the pfna blade, the removal wrench seemed to spin freely even before applying any force. Therefore, the blade could not be unlocked and the removal of the blade was not possible. The removal attempt was aborted and the lateral side of the blade, protruding from the bone, was cut in order to avoid any discomfort to the soft tissues. This is 1 of 4 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.